Event description:
It was reported that a cassette malfunction caused a 'no disposable, pump won't run' error. Patient tried backup pump which did not work. Patient made new mix on new cassette and issue was resolved. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved describe in detail any, and all damage to the cassette: none causing error on pump only has this incident happened within the past 6 months? (Offer nursing evaluation) yes. Has this patient reported a pump malfunction within the past 6 months (offer nursing nursing) no. Additional information received via email from customer on 17-mar-2022 and attached by ICU medical in complaint: patient information updated.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Manufacturer narrative:
Other, other text: h4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updates not required. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed., corrected data: correction: medwatch number: mw5107195.